Event description:
It was reported that the right ventricular lead had high threshold measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood/body fluid in the outer tubing overlay. The inner tubing was kinked/buckled. The outer tubing overlay was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The guidetooth was damaged. The lead was received at analysis with the steroid ring missing. Apparent explant damage was noted.